Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen would not illuminate and had a "blue hue" display. Reportedly, the pump was functional. The customer stated that the issue resolved on it's own after 30 minutes. Customer's blood glucose level was 130 mg/dl.